Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo showed the bladder was ruptured. The reported issue was verified. The cause of the ruptured bladder could not be determined from the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate ruptured. This was observed during the filling of the device with 1g of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured february 15, 2018 to february 20, 2018. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.